Manufacturer narrative:
(B)(4) - explant of iol.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from patient's right eye, due to lens opacification. It was noted that lens was nearly completely opacified, where visual disturbance was leading to an outcome that was significantly interfering with the activities of daily life. Lens was removed and replaced with a non-amo lens. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The sample was visually inspected under the microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens. The lens was observed with some marks, one haptic broken, and the other haptic was distorted. The lens condition is consistent with a lens that was explanted from the patient¿s eye. No opacification condition was observed in the lens returned. No further testing was performed due to the returned condition of the lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The manufacturing process includes a final inspection whereby the lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects. The operators also perform a visual inspection. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.